Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the cine disk drive and reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would store cine runs in the incorrect folder. No pt injury was reported.